Manufacturer narrative:
Date of event and UDI number is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer was drawing too much amperage. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
D3, g1,2 email is: regulatory.responses@icumed.com. One device was received. Per visual inspection, there was physical damage on the device. Per functional testing, the heater is drawing too much ampage causing the device to fail the safety/electrical test. The complaint was confirmed. The root cause was a faulty heater drawing too much current. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced heater, o-rings, and reservoir gasket. Perform preventative maintenance (pm) and calibrated. The device passed all functional and delivery tests.